Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that orders did not cross over. A technical support specialist (tss) dialed into the server, ran a downtime query, and identified a disconnected flag for the carefusion coordination engine (cce). The interface services utility was deployed successfully, but the issue persisted. The tss then connected to the server, logged into the cce management console, and found the cce service stopped, with memory usage at 93 to 94 percentage, no drive issues, and low database space. The cce service was started, and the queue was monitored until fully drained. The customer was updated and confirmed that messages were crossing successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the orders were not crossing to all pyxis stations. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.